Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the intermittent image was displayed due to the faulty charged coupled device (ccd). It is likely that the faulty charged coupled device (ccd) was caused by a water immersion from a scratched part of the cable. The event can be detected/prevented by following the instructions for use which state: "never reprocess, or store this camera head with sharp-tipped instruments (tweezers, forceps, knives, etc.). This could scratch or tear holes in the camera cable, which could allow water to penetrate and damage electrical circuits inside the camera head". Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the autoclavable camera head had a bad image quality that goes in and out; there must be some fibers loose or bent in the cord. The issue was found during inspection prior to use for a functional endoscopic sinus surgery, and the therapeutic procedure was completed with the same device, and without delay. There was no patient harm associated with the event.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed. The device image goes in and out and the issue was identified as a defective charged coupled device (ccd). Additionally, the evaluation found the there were kinks and small cut on the cable and the device failed leak test. Investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.